Event description:
Reporter indicated that after an increase in device output current, vns patient's device was programmed to off due to chest pain, dyspnea, tremors and hospitalization for an increase in seizures. It was reported that the day after the device output current was increased, the non-verbal patient began grabbing their chest, sticking their hands in their throat and crying all night. Device output current was reduced three days later from 1.25ma to 1.0ma in an effort to resolve the patient's symptoms. The patient's condition has reportedly improved. It was reported that the patient's family member claimed that the vns caused excessive sleepiness and the patient was better within two hours of discontinuing stimulation. Treating neurologist indicated that the incident was possibly related to the vns and that if not related, the possible causes were progression of neurological condition and drug toxicity.